Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing and found to meet with specifications. The reported issue could not be duplicated.

Event description:
Information was received indicating that a smiths medical medfusion pump alarmed "syringe near empty", but the syringe was not. There was no patient involvement.